Manufacturer narrative:
Lead model 3389-40, lot# j0454360v, implanted: 2004-(B)(6), explanted: unk, extension model 748251, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk, dbs implantable neurostimulator, model 7426, serial #(B)(4), implanted: 2007-(B)(6), explanted: unk, lead model 3389-40, lot# j0451701v, implanted 2005-(B)(6), explanted: unk, extension model 748251, serial# (B)(4), implanted 2005-(B)(6), explanted: unk.

Event description:
It was reported that the patient's implantable deep brain neurostimulator (ins) had impedance readings >2000 ohms on all monopolar pairs, but normal readings on the bipolar pairs. The voltage was 3.61. Therapy impedance also was >2000. It was later reported that the patient experienced a loss of therapeutic effect following a fall. The patient had suffered two severe falls on the head within the past 1.5 years. Monopolar impedances were still >2000 ohms. An x-ray revealed potential lead damage approximately 1.5cm superior to the lead/extension connection. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3004209178-2011-09439 regarding the patient's other system.

Event description:
It was confirmed that the patient experienced an increase in parkinson's disease signs and symptoms. The right ins was measured at less than 7 micro amps and all the monopolar contacts were greater than 2,000 ohms. Both of the inss were replaced. Hospitalization was required for the surgery only. The patient outcome was noted as no injury.